Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter kit was missing lancets. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated that the alleged issue began at an unspecified time on (B)(6) 2013. The patient manages his diabetes with insulin (unknown type, self adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, he ¿passed out¿. At an unspecified date/time, the patient stated he went to the emergency room (ER) and was treated by a health care professional (hcp); however, the patient could not recall the type of treatment received at the ER. During troubleshooting, the customer care advocate (cca) educated the patient on the correct box contents in the meter system kit. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.